Event description:
It was reported that the implantable cardioverter defibrillator, right ventricular, right atrial and left ventricular leads were removed due to patient death. The cause of death was not provided. Further information was requested but not received.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal.